Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to disassembled packaging (incorrect position of packages inside the box). It was unknown whether the device had met relevant specifications. The product was used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was not performed due to the labeling could not have prevented the reported failure. Correction: h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tips on half dozen magic 3 hydro intermittent catheters were 45 degrees or greater. Per follow up via phone on (B)(6) 2021 it was stated that six of the intermittent catheters were shaped like an s at the end. The patient believed the catheters were packed in the box so tight that it might cause misshaping at the end of the catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tips on half dozen magic3 hydro intermittent catheters were 45 degree or greater.